Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won¿t power up) has been confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to an intermittently defective u500 digital signal processor on the computer/analog board. The root cause for the defective u500 processor could not be positively identified. There was no adverse event that resulted from the damaged monitor.